Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer ref: 3008452825-2021-00034. Following the procedure, a pericardial effusion was diagnosed via echocardiogram that was compatible with heparin treatment due to the endo-epicardial approach. The patient was noted to be hemodynamically unstable and a pigtail drain was conducted to stabilize the patient. There were no known performance issues with the devices that contributed to the pericardial effusion.